Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic following an alert. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high and variable superior vena cava (svc) and rv coil impedances one week following a generator change. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.